Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As the devices were not returned, no evaluation of the devices could be performed.

Event description:
On (B)(6) 2020, the patient underwent an endovascular treatment of the left common iliac artery for severe calcification disease with a gore® viabahn® vbx balloon expandable endoprosthesis. During advancement of the gore® viabahn® vbx balloon expandable endoprosthesis half way through the sheath, the stent dislodged from the catheter while inside of the patient's body. The sheath, catheter, the dislodged stent were removed from the patient. The physician stated it was unknown the cause of the stent dislodgement. Another gore® viabahn® vbx balloon expandable endoprosthesis was used as a replacement to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Additional manufacturing narrative: the referenced complaint did not have a returned device. The following evaluation is based on information obtained from the event description and communication summary. Stent dislodgement of the vbx device may be affected by device profile and manufacturing crush force. Device profile is 100% verified during the vbx manufacturing process. The device history file was reviewed and no anomalies were identified. Crush force is controlled through machine maintenance and calibration. Machine history files were reviewed and no non-routine maintenance was identified. Based on the device evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed. Corrected data: d.2 - common device name.

Manufacturer narrative:
Additional manufacturing narrative: c1. Name (#1) - cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot #20208064. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.